Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter was alleged to have detached with a detached limb in the left lung. The filter was retrieved; however, there was no attempt to retrieve the detached limb in the lung. The patient experienced pain in the area of the filter fracture. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a history of hypercoagulable syndrome (unclear etiology) and ivc thrombosis, in addition to thrombosis on anticoagulation resulting in phlegmasia following thrombosis of multiple collaterals, and underwent successful thrombectomy. The patient developed multiple strictures from previous deep venous thrombosis with complaint of disabling venous claudication and underwent stenting of the inferior vena cava and iliac veins, resolving all signifiant strictures. The patient presented with an approximate ten day history of severe pain and swelling and imaging demonstrated extensive iliocaval deep venous thrombosis. A vena cava filter was indicated prior to iliocaval venous percutaneous thrombectomy and thrombolysis. The right neck was prepped and draped in usual sterile fashion and access was gained into the jugular vein under direct ultrasound guidance. An inferior vena cava filter was prepped and deployed immediately above the thrombus segment. Excellent filter positioning with no tilt was demonstrated; however, subsequently a mild degree of filter tilt was noted to have occurred. Venography performed revealed that the superior portion of the right common femoral vein to be filled with thrombus as was the external iliac vein and the stented common iliac vein and inferior vena cava. After spraying the thrombolytic on the right side, the catheter was positioned within the left common femoral vein. Venography was performed revealing poor collaterals on the left side and only a circumflex iliac collateral. Thrombolytic was then infused throughout the left iliac venous segment and inferior vena cava. Subsequently, balloon angioplasties were performed in the left common femoral vein, left common iliac vein, the inferior vena cava. Subsequently, the right common femoral vein was catheterized and balloon angioplasty was performed in the right common femoral vein, the right external iliac vein, and the right common iliac vein. The balloon angioplasties, particularly in the stented segments revealed some degree of rubbery material, likely representative of organized thrombus. Aspiration of the thrombus was then performed. Final venography revealed that all thrombus and irregularity in the common femoral veins and external iliac veins resolved. There was a small amount of non-obstructive thrombus within the stented common iliac veins and the inferior vena cava which was abundant. There was non-flow limiting thrombus within the inferior vena cava filter. Catheters and sheaths were then removed. The patient was started on pradaxa, to overlap with argatroban overnight. Antiplatelets were then to be started and the filter was to be removed as soon as no longer needed. Approximately seven weeks post deployment, the patient presented for retrieval of the filter. The right neck was prepped and draped in the usual fashion. Venography performed demonstrated wide patency of the right external iliac vein, right common femoral vein, and the right common iliac stent. The left common femoral vein, left external iliac vein, and left common iliac vein were also noted to be patent. An inferior venacavogram performed revealed the inferior vena cava stent was additionally widely patent without any defects. The patient¿s source of thrombosis was unclear and appeared to be idiopathic. This patient was maintained on pradaxa and aspirin. A filter recovery cone was then advanced over the filter, which was collapsed and removed without any difficulty. Post removal venography revealed no abnormalities of the inferior vena cava. Catheters and sheaths were then removed and hemostasis was obtained with manual compression. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided. However, medical records were provided and reviewed. Approximately seven weeks post deployment, the patient presented for retrieval of the filter. A filter recovery cone was then advanced over the filter, which was collapsed and removed without any difficulty. Post removal venography revealed no abnormalities of the inferior vena cava. There was no information provided in the medical records for the alleged detached filter limb. Therefore, the investigation is inconclusive for the alleged detached filter limb as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that an unknown period of time post filter deployment for dvt/pe, the vena cava filter was alleged to have detached with a detached limb in the lung. The filter was retrieved; however, there was no attempt to retrieve the detached limb in the lung. No additional information was provided. Following a review of medical records received, approximately seven weeks post filter deployment in the patient with a history of idiopathic hypercoagulable syndrome and dvt, the filter was successfully retrieved. The patient was hemodynamically stable at the conclusion of the procedure. No additional medical records were received for this patient.